Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800292 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product malfunctioned and found 2 clips that were broken and several others that were off track.